Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to noise. This issue was discovered by the patient's pacer clinic. There was no noted visible damage with this lead. No additional adverse patient effects were reported.